Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that there was a return of symptoms. There was diarrhea. This was considered a sudden change in therapy/symptoms. The patient was having a colonoscopy to determine cause of current issue. They turned the device off on the call to see if the symptoms resolve leading up to colonoscopy. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the consumer reported that the patient had not notified their managing physician about their return of diarrhea. A location move didn't allow time for a visit and unfortunately the patient needed to find another doctor that specialized in the implant. The patient's colonoscopy took place on (B)(6) 2015. The return of diarrhea had been resolved. The patient's diabetes medication was too strong and they reduced it by half.